Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the programmer was not working. Patient services (pss) clarified with the pt and pt confirmed that the programmer was not powering on. Pt stated that they tried new batteries and that they had taken the batteries out several times to make sure that the batteries were placed in the compartment correctly, however the programmer still didn't power on. Pt noted that they were using duracell copper top batteries. Pt stated that they didn't know the event date because they kept the programmer without batteries in it unless they really needed it. Pt stated that they used the recharger to turn the ins off and on. Pt stated that sometimes things would get out of whack and get a little too strong and that the other day the tingle was a little too high so they were going to change the intensity but the programmer wouldn't power on. Pt stated that they knew that they used the programmer at least a month ago so it had probably been a couple weeks. A replacement programmer was sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, from the patient. It was reported, the programmer was replaced. And the issue was resolved.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the programmer was not working. Patient services (pss) clarified with the pt and pt confirmed that the programmer was not powering on. Pt stated that they tried new batteries and that they had taken the batteries out several times to make sure that the batteries were placed in the compartment correctly, however the programmer still didn't power on. Pt noted that they were using duracell copper top batteries. Pt stated that they didn't know the event date because they kept the programmer without batteries in it unless they really needed it. Pt stated that they used the recharger to turn the ins off and on. Pt stated that sometimes things would get out of whack and get a little too strong and that the other day the tingle was a little too high so they were going to change the intensity but the programmer wouldn't power on. Pt stated that they knew that they used the programmer at least a month ago so it had probably been a couple weeks. A replacement programmer was sent out.  Additional information was received from a patient (pt). It was reported that the circumstances that led to the stimulation/tingle being too was high was that the system stopped working. The pt reported that it was replaced. The pt also reported that the issue had been resolved. Additional information received from the patient. It was reported the programmer was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), and product type: programmer, patient. B3: date is approximate. H3: analysis of the programmer (product ID: 97740, serial# (B)(6)). Found a failure of the telemetry board/there was no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the circumstances that led to the stimulation/tingle being too was high was that the system stopped working. The pt reported that it was replaced. The pt also reported that the issue had been resolved.